Event description:
Patients' pacemaker was under bsc advisory for hydrogen premature battery drain. Latitude alert for "voltage was too low for projected remaining capacity." Bsc tech services contacted: states battery draining at an exponential rate and needs generator change promptly. Patient is dependent on pacemaker. Scheduled for pacemaker generator change.